Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported via the stryker facebook page, "had both hips done. But I can¿t walk with right leg , exercise with bands but in lower back is where it¿s stopping my walking".